Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one two-way foley catheter was received with a cut portion of the inlet tubing. Visual evaluation noted no obvious defects. The catheter's balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 70:30. This meets specification as concentricity should not exceed 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. This meets specifications and balloon fill being complete with no holes or tears. This meets specifications as no holes or damage being found on the shaft during testing. The catheter measured to be 16 fr. Active length of the catheter balloon was measured (0.7360") and found to be within specification (0.60" - 0.90").the drainage lumen was flushed and no leaks were found. Although the reported event was unconfirmed, a potential root cause for the reported failure could be inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold). The product was not used for diagnosis or treatment. It was determined that the product had no relationship to the event due to the investigation being unconfirmed through sample evaluation. The product met specifications. The investigation indicated that the reported issue was unconfirmed. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: "[warnings] method for use: 1. Since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician¿s instructions by reference to the section ¿troubleshooting¿. 2. When deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed. 3. When catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, damage, etc. Before inserting a new catheter. Fragments of the balloon or segment of catheter may remain in the bladder. 4. When inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and then insert without pulling them back. Otherwise, the stylet may exit the side hole to damage the urethral mucosa. · caution should be exercised in the following patients: · use with great care for patients with disturbance of consciousness, etc. When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder. [Contraindications & prohibitions] · method for use: 1. Do not reuse. 2. The balloon and shaft of catheter should not be pinched with forceps, etc. And avoid contacting the catheter with a blade or sharp -edged devices. There is a strong likelihood that breakage or inadvertent removal of catheter, or rupture of balloon will occur, and that inability of balloon to deflate may make removal of the catheter difficult. · this product is contraindicated in the following patients: 1. Patients with a past history of allergic reactions to natural rubber. [Instructions for use] 1. Cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. 2. After opening the package, care should be taken to avoid contamination. Lubricate the shaft of catheter. 3. Carefully insert catheter into the urethral meatus, and advance it until the balloon enters the bladder. Using a needle-less syringe, gently infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. 4. Pull catheter slightly to seat the balloon at the level of the bladder neck. 5. To deflate balloon and remove catheter, gently insert a luer tip (needleless) syringe in the inflation valve. Even without aspiration, sterile water in the balloon will come out spontaneously through balloon deflation. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked from the catheter during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the catheter during pretest.